Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully paired. The patient status was unknown.

Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was confirmed. The issue was resolved by bringing the patient into clinic for pairing.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator ICD to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. The patient status was unknown.